Event description:
It was reported that this right atrial (ra) lead was attempted due to lead did not yield sufficient numbers. This ra lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was attempted due to unknown product performance issue. This ra lead was replaced and not implanted. No adverse patient effects were reported.